Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. Customer reported the reservoir icon was bright red and continues glucose monitoring had a question mark. The insulin pump will not be returned for analysis.